Event description:
The lay user/patient's daughter contacted lifescan on september 11, 2006 and alleged that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was not able to reach the reporter or the patient via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The reporter mentioned that about a week ago, at 8:30 pm, the patient was unresponsive and the reporter tested the patient on the subject meter with a result of 79 mg/dl. She called the emergency services and within 10 minutes, the ems meter read 20 mg/dl. The patient was given glucose. There is no further information regarding the event leading to the patient being unresponsive (tests performed, symptoms experienced, and/or medications taken prior to the event). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly at the time of concern. The test strips were in good condition and within the expiration date. The reporter did not have control solution and therefore, a quality control check could not be performed. Although there is insufficient information regarding the events prior to the patient being unresponsive, this complaint is reported because the reported meter was out of specifications when compared to the ems meter within 10 minutes. Also, the reported meter result did not correlate with the patient being unresponsive. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.